Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the implant was causing pain and discomfort, and it was not providing symptom relief. Troubleshooting had included programming the ins multiple times, but that did not resolve the issue. The lead and ins were explanted and the issue was noted to be resolved. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
The returned ins passed all testing in the laboratory and no anomalies were identified. A lab functional test determined there was good stable output on all electrode pairs and on the electrode pairs the ins had when it was received. Th ere were no issues when pressing on the ins can and analysis determined the telemetry was acceptable. The lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Due to the condition of the returned lead, only a careful microscopic examination was performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3889-41, lot# va0d2r7, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the implant was causing pain and discomfort, and it was not providing symptom relief. Troubleshooting had included programming the ins multiple times, but that did not resolve the issue. The lead and ins were explanted and the issue was noted to be resolved. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.